Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external inspection was completed and no problems were revealed. A homechoice return instrument test/evaluation (rite) functional testing was performed with no issues or errors and all tests passed except for the door handle test. Rite electrical testing failed the ground bond test. The pump was unplugged and the electrical leakage test was performed with passing results. During evaluation, it was determined that cause of the ground bond test failure was due to the pump. The pump was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed the ground bond test. The device failed during evaluation. There was no patient involved.